Manufacturer narrative:
Study event. The stent was explanted and was reportedly discarded. The lot number was provided. Transient ischemic attack and thrombosis are known possible adverse events associated with the use of the device as listed in the instructions of use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint.

Event description:
Device malfunction: none. Symptoms/ae: thrombus. Time of ae: after the procedure. It was reported that the evening post a left carotid artery stenting procedure, the patient experienced a transient ischemic attack. Administration of heparin was continued from the stenting procedure. Early the next morning, a CT scan with contrast showed a filling defect at the distal end of the stent presumed to be thrombus. A carotid duplex showed slow flow just above the stent. Later in the day, a CT without contrast was negative for acute infarct or hemorrhage. Two days postprocedure, an angiogram showed a patient stent to mid stent region then a hazy area thought to be thrombus. The heparin was discontinued. The patient was taken to surgery for a left carotid endarterectomy removing the thrombus and explanting the stent. Four days postprocedure, the patient was discharged to home. Although requested, there was no additional information provided.